Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.the insulin pump was unable to prime during prime test due to a faulty gold force sensor resistor. The insulin pump was also received with minor scratches on the display window.

Event description:
It was reported that the insulin pump was returned without authorization, and there was no communication indicating the reason for return of the device. Nothing further reported.